Event description:
It was reported the patient noticed a little bit more shortness of breath when getting dressed this morning. Patient stated it was only slight. Author advised patient to go to emergency room if symptoms worsen. Patient was infusing with a cassette at time shortness of breath experienced. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. It was reported that during infusion of remodulin, the patient experienced a slight shortness of breath when getting dressed. Per the patient, the were no current problems with infusion; however, due to a recall of cassettes involving the lot of cassettes that the patient possessed, the patient was without a cassette to use for the next infusion. Replacement cassettes were to be sent to the patient. The patient was instructed to go to the emergency room if the cassettes were not received in time or if the symptoms were to worsen. The outcome was reported as resolved. Lot #: 4329615. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: a1: patient identifier h6: health effects and event problem device code..